Event description:
The customer reported the footswitch was not responding. Additional info was requested on the event and pt status.

Manufacturer narrative:
The customer ordered a new footswitch. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).